Event description:
It was reported that the pt experienced a problem with shocking during telemetry between the physician programmer and the interstim ipg device. No further details, pt symptoms or outcome were provided at the time of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).